Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Blood glucose level was 200 mg/dl. Reportedly, the customer had manual injections available as alternate insulin therapy.

Manufacturer narrative:
(B)(4).

Event description:
Blood glucose level was 50 mg/dl. Reportedly, the cause of the low bg was unknown; however, customer reported waking up to the low bg level.